Event description:
It was reported that the patient had received several therapies during snow shoveling and complained of being fatigued. The device was interrogated and a power on reset condition was reported. Device was removed from service. No patient complications have been reported as a result of this event.